Manufacturer narrative:
(B)(4). Date sent: 09/11/2025. D4: batch #380d38. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Tried to open the jaw. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a reload loaded on the device. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced the knife reverse switch was activated and the knife returned to the home position as expected. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. The device was tested for functionality in the straight position with the return reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #a97294, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 380d38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy procedure, it was observed that the jaws could not be opened after firing. It was unknown how they opened the jaw eventually. There were no adverse consequences to the patient. No additional information could be provided.